Event description:
Info rec'd indicates the bed has no functions working.

Manufacturer narrative:
The tech replaced the power control module to repair the bed. The board had no visual indication of a defect.